Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0 x 80, 135cm mustang balloon catheter was advanced to dilate the target lesion. However, the balloon got stuck in the sheath. The balloon and the sheath were removed together. A new sheath was inserted and another of the same balloon was selected to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through a guide catheter. No issues were noted with the tip section of the device. The main section of the balloon was positioned inside the introducer sheath. However, the mid to distal section of the balloon was protruding out from the guide catheter. An examination of this section of the balloon found that the balloon was not refolded and was partially filled with contrast media. The balloon was pulled distally out from the guide and it was confirmed that the mid to distal end of the balloon was not refolded. The catheter shaft was severely stretched at various locations along its length. However due to the stretching that was evident in the shaft, it was not possible to remove the device from the guide. This stretching is consistent with excessive tensile force having been applied to the shaft. An examination of the guide identified no issues which could potentially have contributed to the complaint. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0 x 80, 135cm mustang balloon catheter was advanced to dilate the target lesion. However, the balloon got stuck in the sheath. The balloon and the sheath were removed together. A new sheath was inserted and another of the same balloon was selected to complete the procedure. No patient complications were reported and the patient's status was fine.